Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)), system error 320 (latch switch error) and system error 348 (no upstream sensor poll¿) during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, system error 322, 320 and 348 were not reproduced. A review of the event history log revealed system error 322 messages however, there were system error 320 and system error 348 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported system error 322. The system error 320 was found to be caused by failed lower hook switch. The lower auxiliary was required to be replaced to correct the reported problem. The system error 348 was found to be caused to by an out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was required to be replaced to correct the reported problem should additional relevant information become available, a supplemental report will be submitted.